Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed. It was suspected that the competitor's ICD was the cause, but the impedance was still high after a new device was implanted. The lead was explanted and replaced.